Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that one screw of the biopsy needle kit was broken. While performing a temporal biopsy of a diffused brain lesion under neuro-navigation, the surgeon attached the instrument holder on the support arm. After blocking the trajectory, the surgeon made a drill bit hole. The surgeon noticed that the instrument holder had moved. When the biopsy needle was inserted, it did not enter the drill hole confirming that the instrument holder had moved. The surgeon recalculated a new trajectory. At this point, the surgeon noticed that the instrument holder was not holding properly. It was not possible for the surgeon to tighten it further so that it would no longer move on one of its rotational axes (the proximal axis.) The surgeon blocked it with adhesive tape to be able to validate a new trajectory. It was thus no longer mobile. The surgeon was able to make a second drill hole and insert the biopsy needle. On neuro-navigation, the needle's progress was correctly seen up to, but not beyond, the chosen target. During the biopsy, the patient experienced tachycardia and a hypertensive peak. On removal of the fields bilateral mydriasis, which regressed spontaneously. The patient then rapidly developed persistent left mydriasis despite administration of mannitol. The brain scan revealed a diffused meningeal hemorrhage. The patient passed in bilateral mydriasis that evening. There was no possible therapeutic treatment, especially as the result of the exte mporaneous examination glial lesion with malignant cells and necrosis.